Event description:
The event is reported as: the customer alleges that the device splits into two separate parts when given a small pull-apart force. No patient injury or medical intervention reported.

Manufacturer narrative:
The device sample was returned for eval, but the investigation is incomplete at the time of this report.